Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria. The enclosure has a crack near inlet screws, the o2 clip is missing, the handle is slightly cracked, and the feet are missing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained reportable errors indicating the internal battery has permanently failed. The customer allegations were confirmed and the rear enclosure was replaced. In addition, the internal battery, and o2 connector were replaced. The device passed all testing.